Event description:
Related to MFR report # 2183959-2012-02699. It was reported by the plaintiff's attorney that on or about (B)(6) 2007, the plaintiff was implanted with an ams perigee pelvic products to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion," dyspareunia, significant mental and physical pain, permanent injury, and recurrent incontinence that required additional surgery on (B)(6) 2010.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.